Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received voluntary medwatch (mw5103164). The patient alleged passed diagnosed with eye irritation, eye inflammation, corneal edema, severe headache, nausea. The patient also alleged taking protonix and antihistamine. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.